Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for compression fracture at th11. It was reported that when filling the bfd from the mixer, a rod-shaped piece of hardened cement, about 1 cm in length, came out. This condition was observed not only in the first bfd but in all the bfds. After filling the second bfd, cement was placed into a syringe, and the syringe was connected to the first bfd to check for proper cement flow and viscosity. Upon testing, cement with the appropriate viscosity was confirmed, and no issues were identified. However, when filling the third bfd, it was again observed that a hardened piece of cement, approximately 1 cm in length, came out. When touched, it felt dry and crumbly, with a powdery texture. All the 1 cm hardened cement pieces were removed, and the vertebral body of the patient was filled with cement of appropriate viscosity. There is no clear malfunction against a07a cement mixer, however, we thought the mixer is related to the cement harden and so reported it. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.